Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947m implantable tachy lead 2012 (B)(6). (B)(4).

Event description:
It was reported that about twelve days after the implant procedure, the right atrial lead was oversensing far-field r waves (ffrw),the impedance was high, and there was no capture. The lead remains in use. No patient complications have been reported as a result of this event.